Event description:
A malfunction alarm was reported with code malf 12, and the same issue had occurred at least three times previously with this pump. There was no adverse impact to the customer¿s blood glucose level. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.